Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The lay user/patient¿s meter and test strips have been returned on 06/02/14 and 06/12/14, respectively, and evaluated by lifescan product analysis on 07/07/14 and 07/03/14 with the following findings:error message is observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.